Event description:
After completing a bladder instillation for a bcg treatment, the catheter adapter separated from the phaseal optima closed system connector when removing. Therefore, the add to catheter adapter remained in the end of the catheter. There was no patient harm. The plan of care remained unchanged as it required that the catheter be removed after the bcg installation and a new catheter be inserted as per standard. The catheter adapter remained snugly at the end of the foley catheter. However, if it had migrated, it could have resulted in patient harm.